Event description:
Literature was reviewed regarding the use of antibacterial absorbable envelopes. The authors described results of a survey of physician opinions and there were some physicians that would not use an antibacterial envelope due to bad sliding of the envelope. There were no specific patients involved.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, this was a general opinion from a survey of physicians. A one-to-one correlation could not be made with unique product lot numbers or patients. Referenced article: cardiac implantable electronic device infection awareness ¿ a european survey amongst implanting physicians. International journal of cardiology. 2024. 415: 132454. Doi: 10.1016/j.ijcard.2024.132454. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.